Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and a ¿data transfer" error displayed immediately. The error was cleared and the blue coag button was pressed to activate the coag function and when the button was released the device continued to activate on its own. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coag function to activate on its own.

Event description:
Olympus was informed that during or set up, the cutting forcep was plugged into the generator and activated on its own without depressing the activation button. An ¿e486¿ error message was observed on the generator. It was reported that the staff opened and tested a new device with no anomalies found. There was no patient involvement and therefore no patient injury was reported.